Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 1000 mcg/ml for a total dose of 267.8 mcg/day via an implantable pump for intractable spasticity. It was reported a motor stall was seen at initial interrogation and it was unknown if the patient recently had a MRI (magnetic resonance imaging). Pump status and/or event log report a motor stall and motor stall recovery occurred. It was confirmed there were no electromagnetic imaging (emi) sources present. The rep was to confirm with the healthcare professional (hcp) any emi interactions. The rep stated the patient did have some recent surgery for other medical issues and they were wondering if there was any exposure to emi fields when these were done. It was reviewed to consider pump replacement and if explanted/replaced to return to manufacturer was recommended. It was noted the rep was to confirm with the hcp if any emi interaction at the given time and discussed considerations (monitoring or replacement). No symptoms were reported. The event date was (B)(6) 2019. Additional information received indicated that the patient had a MRI between 3:30pm and 5pm. The motor stall occurred 1141 on 2019-aug-29 and recovered on 2019-aug-30 at 08:49. It was noted the programmer time was checked and the programmer time was off a couple hours. MRI exposure and timing of the logs were discussed. No further complications were reported/anticipated. Additional information was received from an hcp via a manufacturer representative on 2019-aug-17. It was reported that the cause of the motor stall and recovery was not determined, but the serial number was within the realm of those recalled for that issue. Regarding actions/interventions taken to resolve the issue, it was noted that the pump recovered on its own many hours later. It was noted that given the timing, the stall was not associated with the MRI and since the pump was over 60 months old, it was decided to change the pump prophylactically.

Manufacturer narrative:
Product ID 8781 serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. Information references the main component of the system and other applicable components are : product ID 8781 , serial# (B)(4), ubd: 2016-08-19 UDI#: (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the pump had shown a couple motor stalls. Volume discrepancies for an undetermined time had occurred and today the plans were to replace the pump. Regarding volume discrepancies, it was noted that the expected reservoir volume (erv) was less than the actual reservoir volume (arv). The date of event was unknown. When the pocket was opened, the physician noted a catheter kink. They removed the kink and spliced the catheter together. A new pump connector was also added. No patient symptom was reported. The pump was administering gablofen with concentration 1000 mcg/ml at a dose rate of 267.8 mcg/day.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The rep was unable to obtain the specific pump refill volumes. The cause of the catheter kink was not determined. It was reported the hospital requested to hold on to the explanted components and not return them. The patient's weight was unknown.